Event description:
Customer reported a large crack where the reservoir is inserted in the insulin pump. Customer's blood glucose was 300 mg/dl. The customer stated the crack had occurred when the insulin pump fell on the sidewalk. The customer was advised that her insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a broken belt clip slot and a cracked reservoir tube window.